Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Reporter stated the customer was hospitalized for 2 nights with hyperglycemia and diabetic ketoacidosis. Her blood glucose elevated to 24.0 mmol/l, and she was treated with IV fluids (sodium, potassium, and insulin). It was alleged the infusion device was not delivering insulin correctly. The alleged product was requested for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.